Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the right ventricular lead. The physician attempted to reprogram the oversensing then decided to cap the lead instead. Lead fracture was suspected; however, the physician confirmed that no damage was noted on the lead. The lead was capped and replaced on (B)(6) 2019. There was no patient consequences.